Event description:
Reporter is writing to ask that FDA require ethicon to publish a warning regarding the use of this suture in vaginal gynecologic reparative surgery. Reporter has had a number of pts, who have had problems with this suture. The problem that occurs is that the suture, although placed below the vaginal epithelium, erodes through the vaginal epithelium in the postoperative period. This can occur up to two years postoperatively, and reporter has one pt who is almost two years postoperative who has continued vaginal bloody drainage from retained panacryl sutures. One suture was extruded from a pt's vagina 1-1/2 years after original surgery. They came in with bloody drainage and vaginal discharge. According to reporter, problems with this suture have been reported to ethicon by surgeons both in the united states and australia. Reporter has spoken to ethicon about these problems. Reporter has also asked their local ethicon rep to ask that one of the surgeons from ethicon call reporter. Reporter has unfortunately received no followup from their complaints. The problems with this suture for vaginal reconstructive surgery have been extensive. Reporter has had a pt who has required two surgeries to date to remove remaining embedded panacryl suture because of persistent vaginal drainage and vaginal granulation tissue. The suture is no longer being produced, reporter's told because it was not selling in high volume. Reporter's understanding is that it is only being produced in a preloaded suture for orthopedic procedures not free needle attached sutures for general use. Panacryl's package insert contains the following sentence regarding indications and usage: "panacryl suture is indicated for use in general soft tissue approximation and/or ligation and orthopedic uses including tendon and ligament repairs and reattachment to bone but not for use in ophthalmic, cardiovascular, or neurological tissue. Panacryl suture is particularly useful where extended wound support (up to six mos) is desirable." It is exactly the extended wound support that at one time made this suture appealing for use in gynecologic vaginal reconstructive surgery. Reporter feels that the FDA should require ethicon to either do a recall of panacryl suture that is still potentially available in hosps for use or specific warning to gynecologists and other surgeons who would do vaginal surgery that it should not be used in this type of surgery.